Manufacturer narrative:
Physio-control replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a burnt resistor, designator r150 , on integrated circuit, designator u34.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device delivered monophasic instead of biphasic energy at the wrong energy level. As a result, the wrong defibrillation therapy may be delivered to a patient, if it was needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device delivered monophasic instead of biphasic energy at the wrong energy level. As a result, the wrong defibrillation therapy may be delivered to a patient, if it was needed.